Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection was performed and did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal test on 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the jaws of the synchroseal instrument would close on their own sporadically. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the synchroseal instrument was used on universal surgical manipulator 4 (usm) and the jaws were automatically closing even though the surgeon's finger grips on the master tool manipulator (mtm) were open and this made it hard for them to take bites of the tissue. The procedure was completing as planned with no reported injury.